Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the ipg is moving around in the pocket and shocking sensations are felt generating from the ipg site. The patient reported an unrelated procedure and chemotherapy treatment. The patient stated the system is helping her pain. The patient is currently seeking a new physician to revise the ipg.